Event description:
Cardinal/smith medical co-branded medical safety needles for insulin and tb syringes were noted to have a "rust like" discoloration on the needles. We received limited information from the manufacturer as to the cause of this product concern and there was no formal recall. We opted to remove all of the manufacturer safety needle product from our shelves to reduce any potential risk to our pts. No pt adverse event reported.